Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. Photographic evidence was submitted due to contamination precautions and shows the anchor disassembled from the fibertak construct. However, no intraoperative images were provided; therefore, the reported allegation that the anchor backed out during insertion cannot be confirmed. Based on the information available, including submitted photographs, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported issue is insufficient bone preparation or an improperly aligned insertion technique, resulting in inadequate engagement of the anchor threads within the predrilled channel.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the anchor backed out while being screwed into the predrilled channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.